Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer through a manufacturing representative regarding a patient receiving intrathecal prialt/zic onotide. The dose, concentration, and lot number were unknown. The indications for use werenon-malignant pain and failed back surgery syndrome. The patient was experiencing a loss in therapeutic effect. The health care provider (hcp) did a side port aspiration and was unable to pull any fluid back. The patient was initially scheduled for a catheter revision on (B)(6) 2015. The patient's surgery was postponed until (B)(6) 2016. The patient's status was "alive - no injury" at the time of this report. The issue was not resolved at the time of this report. The timeline of the patient's loss of therapy, the cause of the inability to aspirate, and the patient outcome were unknown. Follow up is being conducted. If additional information becomes available, the event will be updated.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from the manufacturing representative. Since not being able to pull anything back through the catheter meant that the catheter was broken or not in the intrathecal space, the health care provider (hcp) decided to do a catheter revision. On (B)(6) 2016, the hcp did her catheter revision and found that the catheter was broken and decided to replace the whole catheter. However, the distal tip of the catheter (the end of catheter that goes into the patients intrathecal space) was broken off. The broken off piece was still in the patient's intrathecal space. The rest of the old catheter has been removed. The patient was receiving good therapy now and doing well. The cause of the damaged catheter and the segment left in the intrathecal space was unknown. Follow up was conducted. If additional information becomes available, the event will be updated.